Manufacturer narrative:
Approximate age of device ¿ 1 year and 9 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for gastrointestinal (gi) bleed. The patient reported some lightheadedness at time. Additional information has been requested, but not yet provided.

Manufacturer narrative:
Section h4 & d4: corrected information. Updated manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported gi bleed, ventricular tachycardia (vt) and lightheadedness could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2018 through (B)(6) 2018. No hazard alarms were captured and the majority of the data consisted of routine power source exchanges. It was noted that there were multiple pi events recorded throughout the file; however, a specific cause for the observed pi events could not be determined. The pump speed remained above the low speed limit and the pump appeared to be functioning as intended. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until (B)(6) 2020, when the patient received a pump exchange (refer to (B)(4), complaint (B)(4)). The hmii lvas IFU lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.